Event description:
During servicing of an electrode belt which was returned from investigation into an unrelated issue, a reportable malfunction was found. Belt sn (B)(4) failed incoming functional testing.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. Upon investigation the cable connecting ECG a to the front therapy electrodes was pulled from the strain relief, damaging wires in the cable. Additionally one of the rear therapy electrodes was missing. The root cause for the strained cable was excessive force. The root cause for the missing therapy electrode was physical abuse. No adverse event resulted from the damaged electrode belt.